Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the bb shows one por after a replace battery alarm on (B)(6) 2007 01:37; when pump was powered back on the time/date was set to (B)(6) 2007 23:04. A por was recorded after a cs064 alarm on (B)(6) 2007 11:21; when pump was powered back on the time/date was set to (B)(6) 2007 01:05. The battery compartment is cracked on the side from threads to cover. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment was cracked. The reporter stated that the patient had a blood glucose (bg) over 250mg/dl with symptoms of dehydration, nausea, vomiting and large ketones. The patient was taken to the hospital and treated with IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.